Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a tri-mal fx procedure, as the surgeon went to fix the syndesmosis at the end of the procedure and the ar-8925t tightrope xp broke when being tightened down. The rep reported all broken pieces were fully retrieved. A second ar-8925t was opened and functioned properly and was successfully implanted. The sales rep reported there was no adverse event involved. The bone was prepped per technique with the 3.7. The complaint device was discarded and will not be returning for evaluation. See attached images of complaint device. Additional information received on 03/30/2020: the second ar-8925t used to complete the procedure was from lot: 10415111. The rep reported the surgeon retrieved the button on the medial side using a stab incision. The procedure was an initial surgery, not a revision.